Manufacturer narrative:
Correction: d9 - no longer available for return.

Event description:
It was reported a pectus connector bar assembly screw became loose 11 months after implant. It was removed and replaced using an indicated kls martin pure pectus system torque driver to secure the assembly screws.